Event description:
The customer reported that during a bilateral salpingectomy oophorectomy the device locked shut on tissue. They used another instrument to pry the jaws open.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6)2010. The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.